Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited oversensing during an episode of atrial fibrillation (af). Additionally, the patient appeared bradycardic, almost at escape rate of 30 beats per minute (bpm) at times. Then looked almost like agonal rhythm or as if cardiopulmonary resuscitation was performed, which, was oversensed and resulted in storage of an untreated episode. The rhythm ceases and the bradycardic rhythm returned. A health care professional (hcp) planned to assess further. Subsequent information was received that the device later delivered inappropriate shock therapy in two separate episodes due to oversensing of af with rapid ventricular response. The local field representative contacted technical services (ts) to inquire about programming options. Ts discussed available programming options. The primary sensing vector was reprogrammed and monitoring will be continued. No adverse patient effects were reported. This product remains in service.